Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per pr000693. Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. Could not duplicate the complaint, unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. The scratched top plate, fascia, base plate and 4 missing mounting feet were replaced. The membrane panel, fascia label, and vfd were replaced along with the fascia. The socket assembly was replaced because of corrosion, and the mains switch was replaced because it was not working properly. The unit passed all functional tests and is fully operational. Performed service bulletins 12v3-05, and fscb47. DHR review: part number: 225021; supplier lot number: 0722776; release to warehouse date: 10/23/07; manufacturing date: 10/23/07; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr3 generator was generating an error code (error code 200 reference 12). It was identified during setup and there was no harm or surgical delay. Another unit was used to complete the surgery.